Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the drain bag was not drained overnight 2 times on (B)(6) 2021. It was stated that same issue was noted on (B)(6) 2021 and (B)(6) 2021. Follow-up via phone on 13july2021. They advised that the only additional information available is that they had to change their entire process because the leg bags caused so many issues.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "obstruction in tube / kinked tubing". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Important: be sure to reclose flip-flo¿ valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations. The device was not returned.

Event description:
It was reported that the drain bag was not drained overnight 2 times on 09may2021. It was stated that same issue was noted on 12may2021 and 13may2021. Follow-up via phone on 13july2021. They advised that the only additional information available is that they had to change their entire process because the leg bags caused so many issues.